Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient utilizes a tandem pump t:slim x2 for insulin delivery, but at the time of report, the patient was not using the pump in control-iq (ciq) mode. On (B)(6) 2026, the patient alleged the inaccurate readings resulted in hospitalization. The reported cgm reading was 54 mg/dl, while a fingerstick blood glucose (fsbg) reading was 105 mg/dl. The patient subsequently reported being hospitalized on (B)(6) 2026, during which a blood glucose (bg) value of 931 mg/dl was obtained. The patient remained hospitalized until discharge on (B)(6) 2026. Multiple attempts were made by dexcom tech to contact the reporter for additional information and clarification; however, no further information was obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.